Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the procedure, the stapling was not complete. On one side the stapling was good, but not on the other side. Part of the stomach was not stapled causing the opening of the gastric cavity in the abdominal cavity. When removing the refill, it was released. To finish the procedure, use of suture.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the current patient status? After 1 month, the patient is doing very well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No post-operative consequence.

Manufacturer narrative:
(B)(4). Batch # p5813m. Investigation summary: the analysis found that one ecr60g cartridge reload was received for analysis with the cartridge pan dislodged. The reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.